Event description:
Information received from the field does not address the patient's clinical status but notes that 2 days post implant, an ECG observed loss of capture. The physician programmed the pulse generator to 7.5v resulting in occasional capture. After the lead was successfully repositioned, normal capture thresholds were seen.